Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-1592. It was reported the patient was not receiving effective stimulation. An sjm representative met with the patient and lead diagnostics showed multiple invalid contacts. Reprogramming was unable to resolve the issue. The patient's entire scs system was removed and replaced with a different manufacturer.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.